Event description:
Procedure type: roux-en-y. According to the reporter: when rotating the wingnut to close, it was stuck, and could not close the device. The tissue was resected to remove the device and a new instrument was used to complete the procedure. Surgery time was extended by more than thirty minutes as a result. No tissue damage or bleeding was reported.